Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently underwent a incision & drainage procedure to have the site cleaned, however, the issue did not resolve. The patient was then treated with IV antibiotics (specific date and duration not reported) without any improvement. The implanted device remains.